Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received an unexpected restart alarm. The customer stated the act button was not responsive to clear the alarm. The customer¿s blood glucose was 98 mg/dl. Troubleshooting was not performed on the insulin pump. The insulin pump will not be returned for analysis.